Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that insulin pump had plastic ring around the reservoir compartment had broken off and hairline crack next to that area. Customer's blood glucose value was 7.8 mmol/l at the time of the incident. Customer will return device for analysis.